Event description:
In 2008 the pt reported that his previous infusion device was cracked and he was experiencing elevated blood glucose (values not provided) while using it and he had to increase his basal rates. He believed that the infusion device was "not working as well" and he then switched to his new infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.